Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that they observed an error 4 message on their freestyle flash meter. The customer's meter was returned for investigation and testing confirmed the meter to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.